Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure. The exact procedure date is unknown. During the procedure, the balloon burst while inflating to size 13.5mm. It was reported that no piece of the balloon detached inside the patient. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.